Event description:
It was reported that the pin from the jaw of the 2mm micropituitary was missing during use to treat a pt. No pt complications were reported.

Manufacturer narrative:
(B) (4). The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.